Event description:
Repair center: alleged alarming/red light and key failure is the pilot valve is not shifting. Additional malfunctions are the tie wrap is broken and the humidifier and cabinet filter are missing.